Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed that the right atrial (ra) lead exhibited a low pacing impedance and high capture threshold. The ra lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
Correction: the correct customer phone number should have been (B)(6), rather than (B)(6).